Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was discharged and was to continue with regular follow up in clinic.

Manufacturer narrative:
Analysis was normal. No anomalies were found.